Manufacturer narrative:
Evaluation of the returned device found a small screw hole on the lower end of the unit indicating that a miniature device was attached. Minor scratches found around the warning label. Otherwise, no other physical damages were observed. The unit sounded properly when in use with a sensor pad and pull magnet. The unit passed all functional testing. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
A supplemental MDR is required for product evaluation results.

Manufacturer narrative:
Product was requested to be returned and has not been received. This report is based solely on the customer's reported issue. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states ¿if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened.¿ manufacturer reference file # 2017-01540. Pending device return.

Event description:
Customer reported the alarm did not sound and as a result a patient fell and was injured. The date the issue was discovered is unknown.